Event description:
Non-invasive blood pressure machine kept pumping higher and hurting the pt causing petechiae and blister.

Event description:
Add'l info received from MFR 03/10/03: delmar medical systems catalog info - pressurometer model number in 1996, model name is p6. This product is manufactured for the co. The MFR sells it worldwide through direct and idstributor channels, under their own name using the product name mobil-o-graph. This includes one add'l distributor in the u.s., other than delmar medical. The MFR is industrielle entwicklung medizintechnik und vertriebsgesellschaft, gmbh (iem) of cockerillstrasse 69, 5222 stolberg (owner/operator number 9035831, registration 9617476). "Non-invasive blood pressure machine kept pumping higher and hurting the pt causing petechiae and blister". Following several attempts to obtain add'l info concerning the incident, co was unable to add any new info. The device was returned to the MFR for evaluation, and was checked in accordance with their procedures. As part of the overall electrical and mechanical check, an iem engineer wore the device. The total test time was 24 hours. The evaluation results from iem are as follows: they did not find any failure in either device or cuff. They have obtained all stored measurement data, including the values from previous measurements that had not yet been completely removed. All measurements indicate proper operation, one pressure among all values reaching 170mmhg, the rest well below 140. Safety features have been tested to be ok as well." The device did not fail, and the automatic shut-off performed as designed, turning off at about 300mmhg. To insure proper device operation, the pt is told to remove the recorder and return it to their healthcare professional if there are any problems with the device. Other than device failure, there are several possible reasons for the device not being able to obtain readings. They include: a) if the pt has a higher body mass index, and the muscle tone is low in the arm, the device may not be able to stabilize long enough to obtain proper readings and may continue to inflate. B) the health care personnel may not have properly informed the pt that when device notifies the pt it is ready to take a reading, the pt needs to relax and avoid moving the arms. C) the cuff may not have been installed properly by pt or health care professional. D) the pt may not have followed the instructions provided by the health care provider. E) the pt may not have been informed about the actions to be taken if problems arose during use. F) the cuff used may not have been the correct size for the pt. P6 serial number was tested on two delmar medical systems employees without incident. The device was received at delmar january 23, 2003 with only the info that the device "will not take pressure". They had also received another report on january 30, 2003. At the time of this report, the device is still at iem being evaluated. At the present time, co considers this incident closed, but if new info becomes available, co will submit a supplemental report to FDA. Co is also reviewing the co's labeling for the p6, and are considering adding add'l pt warnings to the user's manual including, but not limited to the following: a) prevent ther shoulder strap or cuff tube becoming entangled around the pt's neck, which may lead to risk of strangulation. B) the cuff must always be worn on the upper arm and do not allow it to slip. C) if the pt experiences pain after activating the p6, they must switch off the equipment and return it to the health care professional. D) installation instructions will be revised to alert the health care practitioner that the recorder must not be connected to other external equipment while the pt is wearing the device. E) they will emphasize info to the pt concerning how to stop the p6 from taking a measurement, as well as the correct way to remove the cuff from the arm. F) the health care professional will be reminded that if the pt is taking any medication such as anticoagulants, the p6 may cause petechiae and blisters.